Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the (B)(4) program. Three complaints were received during this report period. Of these, (B)(4) were not returned for evaluation. (B)(4) has an investigation which is currently pending. All 3 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 3 </noe> malfunction events which are associated with a circuit, equipment, or system whereby its functions fail to be properly synchronized or its relative positions properly oriented. These reports were received from various sources. Patient information was not confirmed for these events.